Event description:
A microtargeting electrode was used during a deep brain stimulation case. When used, high impedence was noted which created excessive noise on the micro electrode recording unit. Another electrode was used successfully from the same lot. This same thing happened last week. The electrodes were given back to the rep.